Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt experienced a loss of therapeutic stimulation with left sided coverage. The device was reprogrammed and obtained right leg coverage, but when left side is turned on there is either no coverage at all or pt reports pocket stimulation. There is no known accident or incident related to this complaint. This has been occurring for about one month. Impedances were checked and reading >4000 ohms on some bi-polar pairs. Further testing was recommended. Add'l info has been requested and if rec'd a f/u report will be sent.